Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12293. It was reported that a perforation occurred resulting in growth of an existing pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient and the 33 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and released. It was noted that the patient had an existing pericardial effusion. During the procedure a microperforation occurred and the pericardial effusion appeared to grow. Pericardiocentesis was performed; 120 ccs oh blood was withdrawn. The issue was resolved. The patient remained stable, anesthesia maintained blood pressure. The patient was discharged to home the following day. No further patient complications were reported.